Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by the operator, the system 98xt aortic balloon pump displayed electrical test failed code#51. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4,d!,d3,d4(version or model #,catalog #),d9,e1(event site postal code - (B)(6)),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected field - d5,g2. A getinge fse replaced motor control board and electrical safety checks. Repair completed. Operational tests carried out with positive results. The equipment was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a